Event description:
Related product model #: 4241.5 related product serial #: no value found. Related product upn #: m001491561. Related product batch/lot: 0009895888. Related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure completed,unable to use device - attempted patient outcome: f26: no health consequences or impact event description: this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: while attempting to access the right superior pulmonary vein (rspv) the catheter kept giving a cobra deployment. Farawave was retracted to agilis sheath and spun. Greatest failed. Same cobra deployment. Device removed from the body and examined. Wire was noted to be kinked and wire unable to slide. A new wire was selected. When attempts to exercise/deploy shape failed wire would not slide. A new farawave catheter and new wire were prepped and used to finish procedure. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: spline bunching unresolved by retracting into faradrive and rotating. Therefore removed from body and spline examined. Not uniform. Also wire stuck. Unable to slide wire easily. Wire removed and deemed to be kinked. What is the next course of action?: wire removed and new wire given. Still unable to slide wire in lumen. New farawave and another new wire selected to complete the case. Patient present at time of event? Yes. Patient complications: pericardial effusion. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown. Medical or surgical interventions: tap of pericardial effusion patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? No. Patient outcome: expected to fully recover. Procedure number: (B)(4). Event date: 2025-11-12. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2025. Type of procedure: pfa ablation. Country of event: united states.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.